Manufacturer narrative:
B5- the reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -16.00/2.5/092 (sphere/cylinder/axis) was implanted upside down into the patients left eye (os) on (B)(6) 2023. The lens was implanted, removed and replaced within the same surgery. Problem resolved. Claim # (B)(4).

Manufacturer narrative:
Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim#:(B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -16.00/2.5/092 (sphere/cylinder/axis) flipped in patient's eye and was explanted. The backup lens was implanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.